Event description:
It was reported via the sales rep that a drill broke during surgery. It is further reported that the drill piece was removed. It is further reported that a second unit of the same lot was discarded due to the customer noticing discolouration on the device and the dimensions of the tip of the device did not appear correct.

Manufacturer narrative:
Device not being returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.